Event description:
It was reported that the system with this implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead recorded episodes with observed spikes in pacing impedance measurements in the (rv) lead channel where in one instance an out of range alert was triggered. Usual troubleshooting was suggested. The ICD and the rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.